Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that suite-pc did not work. Upon troubleshooting, fse found the cause of the issue to be a defective suite pc. The philips engineer replaced the suite pc, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm.